Event description:
Same event as manufacturer's report #: 3004878732-2007-00017. It was reported that during a pci procedure, difficulties withdrawing the ultra2 cutting balloon were encountered while treating severe in-stent restenosis at a 98 to 99% level. The pt presented with marked diaphoresis associated with hypotension. Acute mi was ruled out, with no acute EKG changes noted. During the initial stenting procedure, it was noted that the lad was totally occluded and "elastic", with several unsuccessful attempts to advance devices. Eventually 3 stents were deployed in the prox to mid lad, including one nir stent in a gap between two stents. One stent was also deployed in the dominant diagonal branch off of the lad. A 6 french mach 1 guide catheter was advanced into the ascending aorta and the left coronary ostia was engaged. Another manufacturer's guidewire was advanced down the distal lad; however, attempts to advance two guidewires down the dominant diagonal branch were unsuccessful. Two maverick2 balloons (2.5 and 2) were advanced, but were unsuccessful at crossing the lesion. A third maverick2 balloon, 1.5 x 15, was successfully advanced across the lesion and inflated to 10 atms for 30 seconds, pulled proximal and inflated 10 atms for 20 seconds, and pulled more proximal and inflated to 11 atms for 20 seconds. The 2mm maverick2 balloon was then advanced and inflated to 11 atm for 30 seconds. The 2.5mm maverick2 balloon was then advanced and inflated to 10 atms for 40 seconds. Next, the 2.5 x 15mm ultra2 cutting balloon was advanced with some difficulty, then inflated 3 times; first, 10 atms for 60 seconds, pulled proximal and inflated 10 atms for 60 seconds, pulled more proximal and inflated to 10 atms for 40 seconds. The physician encountered difficulty removing the ultra2 cutting balloon, "apparently, the blades might have been catching on one of the stent struts". Following several manipulations including going forward and back and torquing the catheter, the balloon was removed. A taxus drug eluting stent was advanced but unable to cross the lesion, and another manufacturer's stent was deployed. Another guidewire was then advanced, and the 2mm maverick2 balloon was advanced and inflated to 6 atms for 30 seconds, pulled proximal and inflated to 6 atms for 20 seconds, pulled more proximal and inflated to 6 atms for 20 seconds. The taxus drug eluting stent was then successfully re-advanced, and deployed at 14 atms for 40 seconds. A second taxus drug eluting stent was then deployed at 14 atms for 40 seconds, and overlapped the first taxus stent. Angiography showed good result; however, there was plaque shift into the dominant diagonal branch and this branch "only filled proximal". Another attempt was made to advance a guidewire down the dominant diagonal branch; however, this was still unsuccessful after multiple attempts. The procedure was ended at this point, with timi-3 flow throughout the lad except for the dominant diagonal branch. The pt was transferred from the cath lab in stable and satisfactory condition, and was to be discharged on plavix and aspirin.

Manufacturer narrative:
Device remains implanted; therefore, no direct product analysis can be completed, and no root cause determination can be made.